Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in a 73-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage e. The patient underwent lad and rca stent placement with shockwave coronary intravascular lithotripsy and required inotropes, vasopressors, and ventilator support. After the coronary intervention, the patient developed ventricular tachycardia and ventricular fibrillation progressing to pulseless electrical activity, requiring cardiopulmonary resuscitation. Return of spontaneous circulation was obtained. Following resuscitation, the patient had tachycardia prompting impella repositioning. A right femoral artery hematoma at the impella access site was also reported, along with a decrease in hemoglobin compared with the pre-impella value. The patient received a blood transfusion. The patient experienced tachycardia, device repositioning, cardiac arrest requiring CPR with return of spontaneous circulation, anemia requiring blood transfusion, and a right femoral artery hematoma. After a comprehensive review of the available information, the reported events are consistent with known risks associated with cardiogenic shock, cardiac arrest with resuscitation, anticoagulation, and large-bore femoral arterial access. The patient survived.

Manufacturer narrative:
Investigation summary: asae / hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details. Anemia / cardiac arrest / tachycardia : the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D4. Lot number updated. H6. Health effect - impact code added.